Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he was in the hospital for worsening heart failure symptoms that were attributed to the left ventricular (lv) lead not pacing. According to the patient, reprogramming was done to mitigate the issue. The field representative reached out to the patient's following clinic and they had no information on the lead not functioning. The clinic checked with the hospital who noted that they did not see any notes about an lv lead issue. It was noted that the patient had been discharged from the hospital with no further issues and is in good health. At this time the lv lead remains in service and no further adverse patient effects were reported.